Manufacturer narrative:
Qc was performed before and after this event. The customer runs 3 levels of qc and 8 hr shift and the instrument is currently performing within qc specs. The specimens were collected in 7.0 ml edta tubes and were fresh when sampled. A field svc engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered the rbc diluent pump leaking air. The fse replaced the diluent pump. As of 02/23/07, no further issues of erroneous plt results have been reported from this account. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated platelet (plt) results from 2 different pt samples that were generated by the coulter lh 750 instrument. A pt (a) sample was tested for plt and a result of 301 x 10 to the 3rd power of cells/ul was obtained. The result was accompanied by operator definable messages. The plt result was reported out of the lab. On the same day, a few hrs later, the customer ran pt (b) sample for plt and the result was 339 x 10 to the 3rd power of cells/ul. The plt result was printed with operator definable messages and the instrument generated flag, and was not reported out of the lab. The customer re-tested pt b original sample for plt. The repeated plt result of 238 x 10 to the 3rd power of cell/ul was printed without flags. The customer then re-tested pt a original sample for plt and the repeated result was 240 x 10 to the 3rd power of cells/ul, with no flags. The physician was contacted and plt result for pt a was corrected. There was no change to pt treatment as a result of this event.